Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited low pacing impedance and right atrial (ra) lead exhibited high pacing impedance. The rv lead and ra lead were explanted and replaced. The patient was in stable condition.